Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient experienced an event of insulin flow blocked. Troubleshooting confirmed blockage at the site. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.